Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing an uncomfortable pulsating sensation in the legs and shoulders. The patient turned the device off but she was still experiencing an electrical shock sensation even when the stimulator was off. The patient was also having incontinence and increased generalized weakness, unknown if these were device related or not. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had a pinched nerve in both shoulders which was confirmed by the nerve test. The symptoms started after the device was implanted.

Event description:
A report was received that the patient was experiencing an uncomfortable pulsating sensation in the legs and shoulders. The patient turned the device off but she was still experiencing an electrical shock sensation even when the stimulator was off. The patient was also having incontinence and increased generalized weakness, unknown if these were device related or not. The patient underwent an explant procedure.